Manufacturer narrative:
The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The proglide device was used in the axillary artery. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: the perclose proglide smc and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The patient effects of hypotension and medication are listed in the electronic proglide IFU as a potential adverse event associated with the use of the device. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6: medical device problem code 1494- off label use - incorrect anatomy was added to capture the use of the proglide device in the axillary artery. Literature attachment: article title: totally percutaneous transaxillary transcatheter aortic valve implantation (tavi) with local anesthesia: a case report.

Event description:
It was reported in this case report that this was an arteriotomy closure of the axillary artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Femoral access was not feasible due to severe stenosis and calcification, leading to the decision for a totally percutaneous transaxillary approach. The sutures of two proglide devices were successfully placed. The tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. Reportedly post procedure, the patient was admitted to the cardiac intensive care unit due to hypotension, which was successfully managed with low-dose noradrenaline. The patient remained hemodynamically stable, with no procedure-related complications. Details are listed in the attached article, titled "totally percutaneous transaxillary transcatheter aortic valve implantation (tavi) with local anesthesia: a case report."